Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen, ft series, energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patients' upper thigh. The monopolar settings were set to 60/60. According to the nurse, the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization were extended, and the patient was transferred to the ICU.

Event description:
It was reported that during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patient's upper thigh. The monopolar settings were set to 60/60. According to the nurse the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization was extended and patient is now in the ICU. The hospital kept the patient for observation overnight related to the asystole event. They were discharged the next day.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the monopolar 1 receptacle was damaged and the monopolar 2 receptacle had missing and bent triverse pins. The issue was resolved by replacing the monopolar 1 and the monopolar 2 receptacles. It was reported that the patient experienced brady rhythm during procedure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of the monopolar 1 receptacle was damaged that was not related to the reported condition. The most likely cause for the additional condition was traced to device design. Internal process improvements have been initiated to mitigate these issues. Another unreported condition was identified of the monopolar 2 receptacle had missing and bent triverse pin that was not related to the reported condition. The most likely cause for the additional condition was traced to component failure. Internal process improvements have been initiated to mitigate these issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.